Manufacturer narrative:
A code recorded at 19:09pm and 19:10pm on (B)(6) 2016 indicates that the protocol being scheduled by the user could not be run because the final cassettes processed threshold for ipa had been exceeded. The following information was displayed on both occasions: "final cassettes processed threshold for ipa exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ipa station, bottle 9." A code recorded at 19:13pm on (B)(6) 2016 indicates that bottle 9 (ipa) was not in contact with the corresponding sensor for three (3) seconds, which is less than the minimum period configured of 20 seconds; and the station was reset to 100%. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 9 prior to this action were: ipa concentration=92.5%, cycles=61, cassettes=4433 and days=36. The reagent in bottle 9 (ipa) was used for the first time in the final dehydration/clearing step of the "factory 2 hr xylene free reduced heat" protocol started in retort a at 19:14pm on (B)(6) 2016; and was subsequently also used for the final dehydration/clearing step of the "factory 2 hr xylene free reduced heat" protocols started in retort a at 18:02pm on (B)(6) 2016; in retort b at 19:47pm on (B)(6) 2016; in retort a at 15:08pm on (B)(6) 2016; in retort a at 18:19pm on (B)(6) 2016 and in retort b at 19:09pm on (B)(6) 2016. It was determined that the quality of tissue processing from the "factory 2 hr xylene free reduced heat" protocols started in retort a at 19:14pm on (B)(6) 2016; in retort a at 18:02pm on (B)(6) 2016; in retort b at 19:47pm on (B)(6) 2016; in retort a at 15:08pm on (B)(6) 2016; in retort a at 18:19pm on (B)(6) 2016; and in retort b at 19:09pm on (B)(6) 2016 would have been adversely affected by the incorrect user action of resetting the station properties for bottle 9 (ipa) at 19:13pm on (B)(6) 2016 without replacing the reagent. Although the user affirmed in the instrument software that the reagent concentration in bottle 9 (ipa) was to be set to default value of 100% at 19:13pm on (B)(6) 2016, the actual concentration of reagent in bottle 9 (ipa) remained unchanged at 92.5% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 9 (ipa) was used in the final dehydration/clearing step of the "factory 2 hr xylene free reduced heat" protocols started in retort a at 19:14pm on (B)(6) 2016; in retort a at 18:02pm on (B)(6) 2016; in retort b at 19:47pm on (B)(6) 2016; in retort a at 15:08pm on (B)(6) 2016; in retort a at 18:19pm on (B)(6) 2016 and in retort b at 19:09pm on (B)(6) 2016. The minimum final reagent concentration required for isopropanol is 95%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 19:13pm on (B)(6) 2016. Specifically, a user failed to complete manual replacement of the reagent in bottle 9 (ipa) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual; which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that tissue samples processed in both retort a and b of peloris tissue processor serial number (B)(4) were "over-processed"; and as a consequence, the instrument had temporarily been taken out of service. The complainant also reported that a wax seal was torn. On-site assessment of the operation and function of the instrument was conducted by a (B)(6) field service engineer (fse) on (B)(6) 2016. The fse noted that reagents on the instrument at the time of the complaint had been replaced on (B)(6) 2016. On (B)(6) 2016, the fse was advised by the complainant that the quality of tissue processing from a validation run(s) performed subsequent to fse attendance at the laboratory using non-diagnostic tissue samples was satisfactory. On (B)(6) 2016, information provided by the complainant to a (B)(6) field support specialist indicated that tissue from one (1) case involved in this event was not diagnosable and re-biopsy of the patient had been recommended. However, (B)(6) biosystems (B)(6) received information on (B)(6) 2016 that re-biopsy of the patient was not required because the pathologist was able to make a diagnosis after the tissue was re-cut.